Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Maude report (mw-5043383) submitted stating the following: "during set-up for right total knee arthroplasty, two packages of bone cement were placed on sterile field by two individuals, a student scrub tech and an rn circulator still in orientation. This product comes in a box with a tear-open outer foil package, a non-sterile inner peel-pack, and a sterile inner peel-pack containing the cement. In this case, one cement pack was added to the field still in the non-sterile peel-pack and the other was dropped onto the field in the sterile inner pack. The remainder of the instruments and supplies were arranged by the student scrub tech after unknowingly handling the unsterile middle pack while sterile. The non-sterile pack was discovered when surgeon was ready for implants and scrub tech went to assist student tech with cement preparation. At that point, with the patient under spinal anesthesia, everything was broken down, re-sterilized and started over with fresh supplies, equipment, and implants. We believe the product packaging should be re-configured to prevent this error, as this is the only surgical item we use in our hospital that is packaged in this manner."

Manufacturer narrative:
From the complaint description, it is clear to see that there has been some confusion over the packaging sterility labeling of the product layers. Each packaging layer has a clear, internationally recognised, sterile or non sterile symbol and the IFU documents the different levels of packaging along with clear instruction as to which pouches should be opened in the non sterile and sterile fields. The number of complaints received for this issue is extremely rare and therefore it is determined that user error is the route cause. Every precaution has been considered during the packaging design and implementation process in order to highlight the sterility of each individual package and in turn reduce the level of risk to the patient. This failure mode has been considered in the dfmea (dva-107020-fde rev 5) on line 97 (occurrence 2, risk 14, bar) which states "the instructions for use details the different levels of packaging and explains which pouch should be opened in the non-sterile field and which pouch should be transferred to the sterile operative area. A non-sterile warning symbol is printed on the foil pouch and a sterile warning symbol is printed on the peelable pouches." The number of complaints received for this issue will continue to be monitored and the packaging will be reviewed if an increase is observed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.